Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 20mmx3.5mm target lesion was located in the non-calcified left anterior descending artery. A 20x3.50mm rebel stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the tip of the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.